Event description:
This lead was capped due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The insulation of the medial fragment was found rubbed through. Based on the characteristics of the damage,it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the is-1 connector pin was found fractured, the damage probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.